Manufacturer narrative:
Citation: ratyte et al. Double tavi: what¿s next? Cardiovasc. Med. 2025, 28(1), 4; doi: 10.3390/cardiovascmed28010004. Published online: 19 november 2025. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding an 84-year-old female patient with severe aortic valve stenosis. Subsequently, the patient underwent transcatheter aortic valve implantation (tavi) with implant of a medtronic 29-mm evolut pro+ bioprosthetic valve. During deployment to the target position, the evolut valve dislodged and embolized to the ascending aorta where it was abandoned. A non-medtronic bioprosthetic valve was then successfully implanted in the aortic position without complication. A follow-up echocardiogram showed the embolized evolut valve in a stable position in the ascending aorta. No further information was provided pertaining to medtronic products.